Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had problems during the trial and didn't know what they were signing before the implant surgery. About 2 weeks prior to implant, during the trial, the patient didn't have the results they expected. The patient still had leakage and had discomfort from it. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient had diverticulosis (the infection) during the interstim trial. The patient did not remember the exact dates. The first week after she got interstim trial she was thrilled it helped her with bowel movement. But then '2 days over the weekend' after the patient had their trial the patient got constipated and they could feel that diverticulosis starting up and pain in their lower front end of their colon where the patient always gets pain. The patient said it was because they ate things they should not have had. The patient then started taking keflex and stopped stimulation because it was too painful. The patient took milk of magnesia and used some suppositories and got rid of the blockage. It took a full day to get rid of that and the patient just drank water and v8 (tomato juice) the next day. The healthcare provider gave the patient kaflex and treated the patient with 2 bags of antibiotics in surgery, when the patient had their final implant. The healthcare provider also gave the patient kaflex which was normally not the drug for diverticulosis but the patient likes it because they cannot take some antibiotics because of allergy.